Event description:
The product was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument did not cut and only partially fired. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/20/1998-supplemental report #1 submitted to FDA.